Manufacturer narrative:
The customer¿s report of air observed in the tubing was confirmed during visual inspection but not replicated during testing. Visual inspection showed air bubbles in approximately the first four inches of the primary set¿s tubing just below the drip chamber. Functional testing did not replicate any air bolus within the primary set or non-bd secondary set. No alarms or air-in-line issues were noted. The concomitant pcu and pump module were not returned from the customer for inspection. Simulating the customers report, the IV bag was changed by occluding the primary line directly under the drip chamber with fingers and then re-spiking a new bag while holding it. No air was introduced into the line with this test. The root cause of air observed in the tubing could not be determined.

Manufacturer narrative:
Concomitant product(s): non-bd secondary set with 50ml b.braun ndc (B)(4) lot number h6s842 exp 12/2018 ceftriaxone and dextrose. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a primary infusion for a terminally ill patient, a new bag of primary fluids was hung. About 30 seconds later the pump alarmed for air in line and 3 inches of air was observed in the tubing just below the pump. The user had changed the bag by occluding the line directly under the drip chamber with her pinky finger, and spiking the new bag while holding it. No harm came to the patient as a result of the event. The following day the patient expired, and the customer stated that the event did not contribute to the patient¿s outcome.